Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) followed-up with customer over-the-phone. Fse was told by customer that the instrument was up and running as expected after a new wash solution was used. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 08-nov-2016 through 08-dec-2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 2015 is bf probe purge failure. This error is generated when purging by the bf probe is abnormal. The solution is for the customer to clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to poorly made wash solution.

Event description:
On (B)(6) 2017 a customer reported getting error 2015 bf probe purge failure on the aia-360 instrument. Customer is unable to run patient samples on progesterone (prog ii), estradiol (e2), and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog, e2, and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
Corrected data: in the initial report, device evaluated by manufacturer was yes. The corrected response is no, other, resolved over the phone.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.